Event description:
It was reported the coil could not be detached. No patient injury reported.

Manufacturer narrative:
The pushwire was returned for evaluation without the implant coil attached. The evaluation could not determine the cause of the event. (B)(4).